Manufacturer narrative:
H3: product analysis found visually, the product was returned in a large plastic bag. The carton was damaged when returned. There was only size 6 emg tube inside the carton, no other components returned. The harness was completely removed from the tube and not returned for analysis. There was a white (shoelace like) wrap around the tube, and there was a biological contamination on it. Functionally, a syringe was used to inject 20cc of air into the cuff. Once cuff was inflated, there was immediate deformity noticed. One side of the cuff was extended more than the other side of the cuff. The extended side of the cuff was bulging outward, which would result in the reported event. In the returned condition, there was an out of specification condition that was related to the complaint. H6: fdm b17, fdr c20, fdc d14 and img g04134 codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 20 minutes into the thyroidectomy procedure the anesthesiologist saw decrease of co2 on the monitor, he checked the placement of the tube which was intact (performed with a laryngoscope). The physician tried to use a suction through the tube lumen unsuccessfully. The ent physician has asked to remove the tube and replace it (with a regular et). Throughout the procedure the surgeon exposed the trachea in case they would need to perform a tracheostomy, which eventually was not needed. After the co2 level was again normal the tube was replaced with an emg tube (B)(4) (size 7.0 mm instead of 6.0 mm). According to the surgeon it took approximately 3 minutes from the initial awareness until the co2 low rate was resolved. According to the professor the procedure ended without any patient injury. They did not use a manometer to inflate the cuff. The surgery time extended about 40 minutes. Upon follow-up, the cuff and tube was not checked prior only instead checked at intubation and issue occurred after establishing the airway. Just prior to being unable to ventilate, the surgeon already opened the skin and separated the tissues in order to start the thyroidectomy. Intracuff pressure was not monitored.